Event description:
Pure augmentational saline content silicone devices in mid-1975. Several weeks after surgery the left device dropped and pt developed moderate mastodynia. One closed capsulotomy in mid-1978. Fourteen years later pt began to experience pain in the hips, legs, ankles, feet. There has been progressive fatigue, loss of sleep, loss of memory-concentration, irritable bowel, and moderate depression. Pt was dx'd "as" fibromyalgia in 1995. Pt was tested in 1994 and then again in 1996 after worsening of symptoms. Subsequently pt was dx'd as keratocon junctivitis sicca and toxic neuropathy by board certified doctors. Pt stopped working in 1998 but could not afford the cost of explantation. Their condition has continued to deteriorate to the extent of poor self care in the home.